Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reportable malfunction was confirmed. A definitive root cause could not be determined. Based on the results of the investigation, it is likely that the following led to the malfunction: ¿ due to general wear and tear. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the electrosurgical generator exhibited a faulty power supply unit (psu), issue with an old version plasma blend board, and faulty auxiliary (aux) board. There were no reports of patient involvement.